Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using care link. Device had minor scratched display window. (B)(4).

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they were hospitalized due to hyperglycemia as well as diabetic ketoacidosis at 11.30 am with blood glucose value 798 mg/dl. Customer¿s other blood glucose level was 490 mg/dl. The customer was treated with injections for high blood glucose level. Customer did not have the insulin pump to troubleshot because it was lost. The device will not be returned for analysis.